Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. The next day the patient went into ventricular fibrillation and needed to have CPR performed. The patients family made the decision not to perform any additional intervention or treatment. The patient did not recover and died.